Event description:
This was a cardiac lead extraction case performed in the or to remove one lead (sjm 1580 riata (rv), implanted for 97 months). The lead was prepped with an lld and lasing began with a 16f glidelight laser sheath. Physician was able to lase to the mid point of the distal coil when anesthesia became aware of effusion in the chest cavity and pressure dropped to zero. Surgeon was in the chest within two minutes but the laceration was too long (tear of the svc and svc/atrial junction) to control bleeding. Patient expired.